Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
While drilling into the bone using the hand drill the pressure caused the hub and handle to break. They tried to pull it out but could not so a drill was used to try to pull it out of the bone but it weaken the device. The patient has a 4 cm tip of the drill piece left in the bone. The patient's condition was reported as fine.